Manufacturer narrative:
(B)(4). Additional information received indicated the device with the complaint against it was the implantable neurostimulator. Information was updated to reflect this new information.

Event description:
Additional information received from the consumer reported they experienced the jolting sensation the first week after their implant surgery, not the trial, ((B)(6) 2015), before adaptivestim was turned on. According to the consumer "evidently I didn't turn down enough to go from standing to lying position and when I turned it on after lying down sensation was too high even at the #2 sensation, where the manufacturer's representative (rep) thought the consumer shouldn't have felt anything that strong below. In order to resolve the jolting sensation the consumer made sure to turn it down even lower (1.4) to make sure they didn't experience the jolting sensation again until adaptivestim was turned on at a later date. Since then the consumer hadn't had any major problems with too much sensation or jolting.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that going through the trial she had a jolt because she thought she had it turned down low enough when going from standing to laying. The patient decreased to 1.95 and at one point it felt like it was electrocuting the spine and the patient could not get it turned off fast enough. The patient stated that it was a learning curve and that she had a small dura-tear during surgery so she had a lot of sensitivity that other patients might not have had. The change in therapy or symptoms was considered sudden. If additional information is received a follow-up report will be sent.